Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that the pump kept delivering insulin though the customer was dropping low. No treatment was mentioned for the low. Customer mentioned that the motor was louder than before and that the pump forces to prime/rewind multiple times. Customer had received unexplainable no delivery alarms. There are cracks in the pump casing. There was no audio/vibrate anomaly/absence of alarm. Troubleshooting was not done. Helpline could not reach customer. Pump was used within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), no delivery/occlusion alarm, prime/fill anomaly, rewind anomaly, audio/vibrate anomaly/absence of alarm, possible over delivery anomaly. The customer reported hypoglycemia treated with other. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884, mmt-432ag, mmt-342, mmt-7040a. Low bgs/over delivery customer reported low bgs. General documentation the customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Insulin flow blocked alarm customer reported a past insulin flow blocked alarm. Bumped/dropped/cosmetic damage customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-432ag. No product return is required for mmt-342. No product return is required for mmt-7040a. The customer will continue using the device.